Manufacturer narrative:
A supplemental MDR is being submitted due to clinical closure findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra procedural intra cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patients anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient and/or procedural factors caused the vascular dissection and this dissection caused or contributed to the thrombosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
E1 phone number (B)(6) reference article muszynski, pawel, et al. "The aortic prosthesis and aortic valve bioprosthesis trombosis as a late complication in patients after the bentall procedure followed by a valve-in-valve transcatheter aortic valve implantation." Diagnostics 14.18 (2024): 2070. The date of the event is unknown; however, the article was received for publication on the 29th of august 2024. Therefore, the 'received for publication date' used as the occurrence date. Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate in poland through review of medical article "the aortic prosthesis and aortic valve bioprosthesis thrombosis as a late complication in patients after the bentall procedure followed by a valve-in-valve transcatheter aortic valve implantation " , corresponding author dr. Pawel muszynski, the following event was identified as pertaining to an edwards device: 69-y-o male with history of surgical valve replacement with bentall procedure underwent intervention for a valve-in-valve 10 years later due to surgical valve degeneration with a 26mm sapien 3 ultra valve. 3 years after the sapien 3 ultra implantation, patient was admitted to hospital with recurring chest pain, episodes of syncope and visual distortion (diagnosed as tia). Angio-CT found thrombosis of the ascending aorta graft causing 80% stenosis. Low-molecular-weight heparin was initiated and 3 days later, control CT displayed significant reduction in the thrombus and the patient was transferred to a higher reference clinical hospital. 8 days after the anticoagulation treatment started, new CT reveled also sapien 3 ultra thrombosis and a reduction of the aortic thrombosis. In addition, CT showed that previous thrombus site was localized within the ascending aorta graft, which was covered by soft tissue that resembled an ulcer. It was also stated by the authors that the probable dissection of the neointima along the prosthesis was the suspected cause of the initial aortic thrombosis. Decision was about a conservative approach and administration of oral anticoagulation with vitamin k antagonists. At 3 months follow-up, patient was free from angina and syncope, and control CT showed no signs of thrombus presence in the aortic region.